Event description:
It was reported the needle did not retract, after wearing the pod between 24 and 36 hours, indicating a failure of the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed. The formed needle was observed to be exposed and the linkage assembly was not fully retracted. Scratches and marks were observed on the mechanism rail and linkage assembly. Damage to the linkage assembly caused the mechanism rails/linkage interference, which led to the observed exposed needle.